Event description:
(B)(4). Initial info for this spontaneous case was reported by a physician to a contract specialist on 03-dec-2008 and received by (B)(4) on 04-dec-2008: this case concerns a (B)(6) female pt who was treated with poly-l-lactic acid (sculptra) (lot# and expiration date not provided) on an unk date. The physician noted that apparently the pt is unhappy with the result of her poly-l-lactic acid injections, and claims that she developed bumps all over her face "underneath" concomitant medication and medical history were not provided. No further relevant info reported. Add'l info for sculptra (lot # and expiration date not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable.

Manufacturer narrative:
Conclusion: no faults detectable. Add'l info reported by a physician to a sales representative on 12-dec-2008: the pt without previous exposure received a total of 19 cc poly-l-lactic acid for facial volume over a period of three years. She received 3 cc on (B)(6) 2005. On (B)(6) 2006, she received 4 cc then 6 cc on (B)(6) 2007 and 3 cc on (B)(6) 2007. She developed approximately eight to nine nodules four to five months after her last poly-l-lactic acid treatment ((B)(6) 2007) that matured in different places; below orbital rib deep against the malar bone, deep in her cheek against the bone, one nodule at each oral commissure and along the jaw line. The physician became aware of the nodules on (B)(6) 2008 and on the same day, gave the pt a steroid treatment that consisted of 0.3 cc of (triamcinolone acetone with hyaluronidase (kenalog with wydase) that was injected onto the nodule of the left oral commissure. On (B)(6) 2008, an ultrasound was performed, however, results were not available at the time of this report. On (B)(6) 2008, the one nodule at the left oral commissure by injection of steroid subcision had improved but the pt complained of dermal atrophy so hyaluronic acid (juvederm) was initiated in order to mask the small amount of dermal atrophy. On (B)(6) 2008, the physician re-did the subcision on the left oral commissure and on (B)(6) 2008, hyaluronic acid was initiated into the area of steroid atrophy. The physician stated that the nodules are not visible only palpable and do not resemble bumps. Poly-l-lactic acid was discontinued. Concomitant medications included amitriptyline hydrochloride (elavil) and cetirizine hydrochloride (zyrtec). No further relevant info reported. Add'l info for sculptra (lot # and expiration date - not provided) from (B)(4): batch review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. Add'l info for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. Add'l implanted date: (B)(6) 2007.